Event description:
Patient's attorney reported right side rupture. Additionally, an MRI showed ¿silicone found in the ganglions¿. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and ¿silicone found in the ganglions¿.